Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with a prostar xl 8 fr device. The device was successfully deployed and the physician attempted to lower the knot, however the sutures pulled through along with a piece of tissue. A hematoma was evident at the site and manual pressure was applied for closure. The pt was transferred to the ward for observation and recovery. Pt's blood pressure dropped and bleeding was apparent at the site. The pt was taken to surgery for arterial repair. The vascular surgeon found a laceration of the artery that measured 2 x 2 mm, confirming that the tissue extracted with the sutures was arterial. A graft was inserted for arterial repair and the pt received four unit of blood during surgery. The pt was intubated for two days and subsequently recovered without further incident.